Manufacturer narrative:
Results eval: smiths medical is unable to perform a complete investigation as the user facility has no sealed package to confirm their report. If the face mask were missing, it would be visible through the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probable that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize that it had been opened previously. A review of our complaints database reveal no similar reports on this device lot number. The hospital reported that they had asked someone to audit for this issue. They found no sealed packages without the mask. They later found out that during the audit, the pts' rooms were not audited as requested. The hospital has stated that they cannot confirm if this was an event of someone removing the mask or having received it that way. They did report that routinely they have central supply audit for this issue and they have not had any findings of a missing mask. This report has been logged for trending.

Event description:
Hospital reported four events of mask missing from resuscitator package. No adverse outcome. Three just mentioned in passing and not reported at time of events. Event occurred at (B) (6) hospital, (B) (6).